Event description:
User reported attempting to update the pump¿s software via tandem source, which led to a malfunction. Despite restarting the pump, the issue persisted, and the user switched to another insulin treatment. There was no adverse impact to the customer's blood glucose level.